Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock for ventricular tachycardia with t-wave oversensing. Additionally, the smartpass feature had automatically disabled due to low amplitude measurements. Boston scientific technical services was contacted for discussion, and although complete data was not available, potential reprogramming options were provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.